Event description:
The customer mother reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was 208 mg/dl. The customer mother stated that the insulin pump screen kept ramping up without stopping. The customer was advised that the insulin pump will need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to a backup plan per healthcare provider instruction.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No display ramping on its own anomaly noted. The device had minor scratches on lcd window and cracked case at display window corners.